Event description:
It was reported to medtronic neurosurgery by a patient's mother that her daughter recently had an MRI and three days later her daughter was symptomatic. A radioisotope study was performed on the the patient's shunt, which showed that the shunt may be blocked at the valve mechanism.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.